Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic non-dependent patient presented in clinic for routine check. Upon interrogation the atrial lead exhibited noise leading to inappropriate auto mode switch episodes. No programming changes were made. The patient will continue to be monitored.